Manufacturer narrative:
Calibration was last performed on 17-may-2025. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event was found to be consistent with reagent pack handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 602 module. The initial ca 19-9 result from a 1:10 diluted sample was 12.12 u/ml. The customer questioned the low result as it did not match the patient's clinical picture and repeated the sample. The repeat result from a 1:10 diluted sample was 9502 u/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.